Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported the tamping tube became stuck on the involved angio-seal device. The doctor had to manually cut the tube in order to deploy the angio-seal device. The patient's condition was good. The procedure outcome was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to 1) provide additional information in event, 2) provide the expiration date and UDI no.expiration date, 3) provide the device manufacture date in device manufacture date, and 4) provide an additional patient code. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Additional information was received on 8/13/18. The procedure being performed was a heart cath using a 6fr femoral sheath. A pre-deployment angiogram was performed to verify the appropriate location before closing. The issue was during the deployment attempt. The doctor reported that when deploying the device it would stick and in order to deploy the device he would have to cut the tamping tube with scissors and manually complete the deployment. Hemostasis was achieved with the angio-seal device. Blood loss was reported to be less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to update section and to provide the completed investigation results. (B)(4). One used 6fr angio-seal evolution device was returned for evaluation. No accessory components were returned with the device. Visual inspection revealed that the hemostatic sheath was separate from the deployment sleeve, which was in the rear lock position with the color bands fully exposed. The tamper tube returned separately as well and cut into two pieces. There was no collagen or anchor returned. The upper handle was then removed from the lower handle exposing the gearbox assembly. The gearbox assembly was in the out of park position. The suture could be seen in the grooves of the spool and free of tension. Two turns of the suture were present on the spool. The suture was tethered to the spool with the suture stake, which was not pressing against the clutch gear. No gross visual anomalies were observed with the gearbox assembly. The gearbox assembly was then functionally tested by applying tension to the suture. The rack advanced as intended and no resistance was felt. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined.